Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the non-tortuous and mildly calcified left anterior descending artery. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation at 16 atmospheres for 14 seconds, the balloon ruptured. No balloon or a segment of the balloon detach inside the patient after it ruptured. The procedure was completed successfully. No patient complications were reported.